Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician attempted to pre-dilate an 85% stenosed, progressive lesion located in the moderately calcified, tortuous mid lad (left anterior descending) artery to second diagonal branch with a 20x2.0mm maverick2. The vascular access site was radial. The balloon was advanced to the target lesion and ruptured on the first inflation at 6 atms. The balloon was removed intact. There were no shaft kinks noticed on the device prior to use. The procedure was completed successfully with a different device and the implantation of a promus stent. There were no reported patient complications. The patient status is listed as "good".